Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2018. After the primary surgery, the patient fell and had fracture at proximal part of the femur (date of the fracture was unknown). It was reported that the revision surgery was performed (date of the revision was unknown) by replacing the stem due to the stem loosening because of the femur fracture. No further information was provided by the hospital..

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.